Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue on the pump. There was no adverse impact to the customer's blood glucose level. Technical support explained the issue was due to a large variance in measured pressures used to calculate remaining insulin, and that the fill estimate would adjust once these match the static display. Caller understood and acknowledged the explanation.